Manufacturer narrative:
The investigation determined that lower than expected amon results were obtained from quality control fluids processed using vitros amon slide lot 1020-0267-1182 on a vitros 5600 integrated system. The assignable cause of the event was determined to be an instrument related issue likely due to contamination of the microslide incubator. Vitros amon within run precision testing was unacceptable and atypical within-lab vitros amon qc performance was observed. In addition, the following were identified as additional contributing factors 1 - the customer was using amon slide cartridges that had expired 2 - the customer had added a user adjustment to multiple amon results 3 - the customer does not run all levels of control on a routine basis to confirm amon performance. A distributor field engineer is scheduled to go on site to replace incubator evaporation caps and perform incubator decontamination. These service actions are expected to resolve this amon issue.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected amon results were obtained from quality control fluids processed using vitros amon slide lot 1020-0267-1182 on a vitros 5600 integrated system. Amon l2 m2779 = 158.9, 143.1, 143.8, 150.3 versus expected 199.7 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer reported that this amon issue was only with quality control results. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).